Event description:
It was reported that during a coronary stent procedure, the balloon catheter became caught on the stent after post dilatation. While attempting to remove, the stent and the balloon catheter moved back into the left main. The physician was able to manipulate the stent back into the proximal lad. The balloon was inflated and the stent was successfullly deployed. Pt status is listed as "okay".